Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was in the 300 mg/dl and 400 mg/dl range. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump may not have been exposed to an MRI or high magnetic field; however, the equipment the customer uses to unlock merchandise may have exposed the insulin pump to a magnetic force. The device was able to rewind. The customer also received two no delivery alarms during bolus attempts, which he resolved by changing the infusion set and reservoir. The customer was able to pass the displacement test and the manual prime. No products were returned or replaced.